Manufacturer narrative:
A ge oec service rep investigated the issue and cleaned and re-greased the hv candlesticks and performed a filament re-calibration. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system was producing popping sounds from the tube area.